Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at the time of filing. Device manufacture date is not available at time of filing. The dvi cable was returned to the manufacturer for analysis. Analysis found that the returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. A medtronic representative went to the site to test the equipment. Testing revealed that there was no input detected. Replaced teh dvi cord. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the device displayed "no input detected". Technical services (ts) requested the ear, nose & throat (ent) representative to re-seat the video connections and confirmed there were no loose cables.

Manufacturer narrative:
Correction: medtronic received information that the no input prompt exited after 4-6 minutes. It was reported that manual manipulation of the data cable restored functionality.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.